Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited premature discharge of battery and triggered elective replacement indicator (eri). It was also noted that pacemaker exhibited atrial noise and caused relaxation period due to inappropriate mode switches. Patient presented for pacemaker replacement procedure and it was noted that pacemaker could not be interrogated due to dead battery and there was loss of pacing output. The pacemaker was explanted and replaced with new device. Patient condition was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, mode switch, sensing noise, inability to interrogate and no output were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Related manufacturer reference number: 2017865-2025-87648. It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited premature discharge of battery and triggered elective replacement indicator (eri). It was also noted that pacemaker exhibited atrial noise and caused relaxation period due to inappropriate mode switches. Patient presented for pacemaker replacement procedure and it was noted that pacemaker could not be interrogated due to dead battery and there was loss of pacing output. The pacemaker was explanted and replaced with new device. Patient condition was stable.